Event description:
The patient was in the procedure room for rectal manometry. The equipment was calibrated and was working correctly prior to start of the procedure. The physician was called into the procedure room to assess the probe placement. The probe recalibration was attempted multiple times and an error message was received. The patient procedure was re-scheduled. Manufacturer response: technical support was called and remotely accessed the equipment. A "tune up" was done and the equipment is now working.